Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise reversions. The lead was reprogrammed. The patient remained asymptomatic.

Manufacturer narrative:
(B)(4).